Manufacturer narrative:
The maryland bipolar forceps instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had the tip melted. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Thermal damage was observed intraoperatively during use. Arcing was observed during procedure. Arcing occurred during cauterization. Fenestrated bipolar forceps, cadiere forceps, maryland bipolar forceps, and large needle driver. The arcing appeared from the subject instrument. Surgeon believed the maximum voltage has been exceeded. There was no patient injury. Instrument was inspected prior to use. There was no damage out of the ordinary. There was no collision and delay was less than 15 minutes. Instrument is available for return.